Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02355. It was reported the patient was hospitalized following the patient's permanent scs system implant procedure. The physician stated there was difficulty placing the patient's scs leads and a csf leak occurred. There was no intervention at the time of the procedure. However, the patient became symptomatic postoperative and two blood patches were performed. Follow up on (B)(6) 2014 identified the patient's headache has reportedly resolved. But, the patient still has some back pain, which the physician believes will improve as the patient heals.